Event description:
The tip of the balloon came of off the catheter and into the pt's body. It was retrieved with a snare and completely removed from the pt. No pt injury was incurred and the procedure was completed. Product will not be returned. (B)(4).

Manufacturer narrative:
As the device was not available for inspection a root cause could not be determined. The manufacturing documentation for the lot in question was reviewed and no anomalies were noted.